Event description:
Health care provider reported they explanted an intraocular lens (iol) due to patient experiencing blurry vision. The issue was first identified during a post-op visit. An unplanned vitrectomy was performed. There was no incision enlargement and no sutures required. No further information was provided.

Manufacturer narrative:
The device has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: may 25, 2022 section h3: evaluated by manufacturer: yes device evaluation: the complaint lens was received inside of a different serial numbers lens case and folding carton. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to visual issues could be identified. Based on the return condition of the lens, no further product evaluation could be performed. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.